Event description:
On (B)(4) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) year male patient who presented with chest pain. The patient was catheterized based on the positive 0.88 I-stat result. There was no additional patient information available at the time of this report.date (B)(6) 2014: time of draw time of test instrument results sample type collection device 0209 0221 I-stat 0.02 lihep tube syringe0428 0428 I-stat 0.88 lihep tube syringe1223 1321 lab 0.04 lihep tube syringethere were no injuries reported with this event. The catheterization conclusion reported by the customer, indicated the patient had nonobstructive atherosclerotic coronary artery disease as well as elevated left ventricular end-diastolic pressure.it is the site's reported judgment that this emergent procedure was not required. Base on the information available apoc determined this is a reportable event. However, the investigation is complete, and return and retains testing on I-stat ctni lot# p14085b did not confirm the customer's complaint. The product is functioning according to specification.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2014. Return and retain cartridges were tested and are functioning according to specification.